Manufacturer narrative:
The recent angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "tip fractured/migrated. " no adverse trend was identified. Although no sample was retuned for evaluation, the reported device lot was provided to angiodynamics' contract manufacturer for this device (freudenberg medical) on a supplier corrective action request form (scar). Freudenberg was unable to determine the cause of the event. Their review of the device history records for the noted lot found no observations that would indicate the reported condition was the result of a manufacturing defect: the catheter tubing was found to be within dimensional and material specifications. The directions for use provided with the device includes the following information: "indications for use / intended use: exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Instructions for use: note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement." (B)(4).

Manufacturer narrative:
Angiodynamics is in the process of follow-up with the complaint reporter to determine if device samples and/or x-ray images are available. The investigation is on-going and upon its completion a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by hospital in (B)(6), catheter used for internal/external biliary drainage has fragmented within the patient. Catheter had been placed (B)(6) 2018 and was removed (B)(6) 2018. Catheter tip had been placed in the duodenum. The fractured tip was left in the patient to pass through the gi system.